Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer experienced high blood glucose of 401 mg/dl and insulin pump was frozen. Customer delivered bolus to treat high blood glucose. Customer stated that customer was trying to program a bolus to treat high blood glucose but it was stuck on screen and insulin pump was showing bolus entry time out. Customer declined troubleshooting for high blood glucose. Insulin pump will not be returned for analysis.